Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the up arrow and ok keypad buttons had a delayed, intermittent response, required multiple presses to elicit a response and cancelled boluses. It was noted that the button symbols were worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/29/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn and peeling around the up arrow button, exposing the contact. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all buttons were intermittently unresponsive and required multiple presses to engage. During investigation, evidence of contamination was found under all key contacts. The up, down, and ok contacts were found to be inverted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.